Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and possible over delivery. The customer reported blood glucose values of 50 mg/dl. The customer was treated with carb intake and customer was assisted with immediate family member. The event involved product(s) mmt-1884, unomedical, mmt-332a. Troubleshooting was performed and the customer was using the auto mode/smartguard feature at the time of the event. The customer has been using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-332a. Frn-mmt-332a-rsvr, unomed set.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0876 inches. Delivery anomaly-possible over delivery not confirmed. [Per (B)(6) ¿ r&d engineer: on the event date (dec-20-2025) the auto-correction worked as expected as per closed loop algorithm and based on the sg values.] On a related svn (B)(4), the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly or calibration anomaly noted. No communication-between pump & xmtr not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, peeling keypad overlay, pillowing keypad overlay, stained keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was received without a battery. The pump was received without the battery cap. On the primary svn (B)(4), unable to verify customer's daily total of all insulin delivered, daily total of basal insulin delivered and daily total of bolus insulin delivered on the event date 20-dec-2025 listed on smartsolve due to insufficient data in the trace/history files. However, the pump history file listed boluses delivered on the event date 20-dec-2025. On the primary svn (B)(4), perform the history review 1 week prior to the event date 20-dec-2025 in the pump history file and found 2 lost sensor alerts on 12/21/2025. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.5 mv). The pump passed the functional testing. Unable to confirm alleged low bgs. Delivery anomaly-possible over delivery not confirmed. No communication-between pump & xmtr not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.